Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that an internal dialyzer blood leak occurred a few minutes into a patient¿s hemodialysis (hd) treatment. A streak of blood was visually observed on the dialysate side of the dialyzer. There was no damage identified on the device, prior to or after use. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The nurse stated that blood leak test strips were used and they tested negative. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the event. The patient completed their treatment after being re-setup with new supplies on the same machine. No sample is available for evaluation as the dialyzer was reportedly discarded.